Event description:
It was reported that patient's pacemaker exhibited a diagnostic anomaly in which it gave high output mode alert. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported event of device being in high output mode was confirmed. Based on the information provided, it was determined that the ongoing autocapture threshold search was interrupted by interrogation; thus, the device went into high output mode per algorithm requirements. The device is performing per design.